Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device remains implanted. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. Zip code is not indicated at this time. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a consumer reported that her posterior capsule ruptured during cataract surgery. The consumer was told by another physician that she had iris damage, the iol was not centered, and a posterior vitreous detachment was present. The device remains implanted. At the consumer's request, the surgeon was not contacted.